Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for insulin pump error. Patient¿s blood glucose was unknown. Customer reported that she would receive a replacement pump do to motor error. Customer reported that pump says insulin pump error while on way to work. Customer states pump was not exposed to a high magnetic field. Customer states they are not able to rewind the pump. Advise to discontinue use of the insulin pump insulin pump is not expected to return for analysis.

Manufacturer narrative:
Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 37 noted. The motor was tested outside the device and passed.